Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away during sleep. Cause of death was not provided. Per customer's healthcare provider (hcp), the customer had multiple medical issues, including multiple organ transplants. Post kidney transplant, the transplanted kidneys began to fail and customer was undergoing frequent dialysis. The customer lived alone and was alone at the time of death. It is unknown if the customer was wearing the pump at the time of death. The customer's brother reported to the hcp that the customer died from complications of his complex medical issues; however, the exact cause of death was not confirmed.